Event description:
During preventative maintenance of the device, the service tech reported that of the three switches that comprise the 'stop' switch, only the center switch would function. The service tech installed a new membrane and completed a full inspection. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.